Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty extending the helix on the right atrial (ra) lead. Multiple attempts were made and multiple rotations were required each time. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the inner tubing of the lead became extrinsically distorted due to kinking/buckling. The inner tubing of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the lead has been stretched causing the inner tubing to be stretched and kink/buckled at various locations that prevents the helix from functioning properly. If information is provided in the future, a supplemental report will be issued.